Event description:
On the initial report received by aso on 11/14/2024, the consumer stated that the product had left a mark. On the completed cir received by aso on 01/15/2025, the consumer states that when she tried to remove the bandage, all her skin came off and bled a little. The doctor prescribed healing creams and a laser treatment session.

Manufacturer narrative:
As of 02/06/2025, returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.